Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not releasing insulin. Reportedly, the customer discontinued insulin therapy on the pump. The customer's blood glucose levels were in the 300-400 (mg/dl) range. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.